Manufacturer narrative:
This is 2 of 2 reports (2nd MDR).

Event description:
It was reported that the guidewire (subject device) was used in the medical procedure. However, the subject device got broken during the procedure. No further information available.